Event description:
It was reported, that right ventricular (rv) lead exhibited high pacing lead impedance and high capture. The lead was capped and replaced on (B)(6) 2024. The patient is in stable condition.